Manufacturer narrative:
This product is manufactured in us but not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, diopter -0.5/+6/109 implantable collamer lens, into the patient's right eye (od) on (B)(6) 2017. The patient experienced refractive surprise, misalignment. As of the date of MDR submission the lens remains implanted. Attempts to contact to the customer for additional information have been on going.

Manufacturer narrative:
The surgeon decided not to do a second repositioning, the patient is happy with the slide cylinder at the moment. The patient's post-op best corrected visual acuity (bcva) was 20/22. (B)(4).

Manufacturer narrative:
The implanted vticm5_12.6 lens was repositioned on (B)(6) 2017. The problem was resolved. (B)(4).